Event description:
The patient reported she was unable to charge her ipg and her scs system was explanted approximately two months after implantation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.